Event description:
It was reported the patient underwent a right hip revision approximately 8 years post implantation due to pain and elevated metal ions. Surgeon noted metallosis, scar tissue and necrosis of tissue. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem with kinectiv technology (00-7713-011-00, 623354418); kinectiv neck (00-7848-003-00, 62279760); trilogy acetabular shell (00-6200-054-22, 62268620); trilogy acetabular liner (00-6310-050-32, 62294990); bone screw (00-6250-065-30, 62161158). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h6 proposed component code: mechanical (g04)- head visual examination of the returned product identified debris is present with the head taper. The neck remains implanted. The head was submitted for further analysis. Analysis determined >10% of the surface and/or corrosion damage to one or more small areas. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A bone scan performed due to pain showed no significant findings or loosening of components. Metal testing was done and showed elevated cobalt and chromium levels. A revision was performed and showed metallosis, and necrosis of tissue. This complaint was confirmed based on the returned device and medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a bone scan was performed due to pain showed no significant findings or loosening of components. Metal testing was done and showed elevated cobalt and chromium levels. A revision was performed showed metallosis, and necrosis of tissue. The cup and stem were well fixed, the head and liner were revised. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02891. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.